Event description:
It was reported that a device power on reset occurred due to a bit flip. After the bit flip was detected, the device did reset and all reprogrammed parameters were restored as before. The patient described that they were "statically charged". The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).